Event description:
A customer reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer initially used a tandem charging cable with a wall outlet and was advised by technical support to try another outlet and leave the wall adapter connected for at least 30 minutes. Upon follow-up, the pump began charging successfully and reached full battery capacity.